Event description:
A customer contacted beckman coulter inc., (bci), regarding a high sodium (na) result generated by the unicel dxc 600 pro synchron clinical system on one patient's sample. The high result was not reported out of the lab. The customer re-tested the sample on a different instrument which gave a lower na result. Customer also reported the ion selective electrode (ise) cup was not draining causing the cup to overflow and spill liquid into the ise compartment. Per customer, there was no effect to user or change in patient treatment due to this event.

Manufacturer narrative:
Bci field service engineer (fse) evaluated the instrument and found tubing #15 was folding over, causing a restriction when the ise module was in the lowered position. The issue occurred intermittently. The fse routed tubing to correct the problem, calibrated instrument and performed qc. Hardware is the root cause of this event.